Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted on (B)(6) 2025, and the post-implant subcutaneous electrocardiogram (s-ECG) looked worse than the one obtained during screening. Screening showed primary and alternate vectors available with amplitude above 1 millivolt (mv). Post-implant showed the opposite: only secondary vector available and very low amplitude. Air bubble artifacts were seen at the end of the procedure in the secondary vector. Defibrillation threshold (dft) test was performed, ventricular fibrillation (vf) was induced, and the device delivered effective shock therapy with an impedance of 42 ohms. All three vectors were acquired with the patient both supine and standing, and optimization was performed. The device was turned off, and the patient hospitalized and monitored with plans to re-check three days later. During the re-check, the device was newly optimized. Several tests were performed with the support of technical services (ts), secondary vector was confirmed, and the device was turned on. The patient was dismissed and will be monitored via the latitude remote patient monitoring system. Other exercise tests will be performed in a few weeks as suggested by ts. No adverse patient effects were reported. This s-ICD remains in service.